Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported via social media that the patient was experiencing pain at the battery site and was frequently charging the ipg. The patient underwent an explant procedure. No further information could be obtained.